Event description:
It was reported that the power switch for the light source cannot be turned on. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during preparation for use for an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and d8. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.